Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood/body fluid on the electrode end of the lead (not obstructed).

Event description:
It was reported that the left ventricular lead was removed due to no capture and high threshold. The lead was replaced. No patient complications have been reported as a result of this event.